Manufacturer narrative:
The event of conjunctival perforation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions. In order to minimize trauma to the eye and associated complications, it is essential that the gel implant is placed in the proper subconjunctival location.

Event description:
Healthcare professional reported that when the device was placed, it had a "slight tinging and pushing up of the distal tip on the underside of the conjunctiva," and at the 30 day follow up visit, the stent had "poked through the conjunctiva" and was removed and replaced. The affected location is the left eye.